Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. (B)(4) .

Event description:
Information was received from a consumer regarding a system being used to deliver fentanyl for spinal pain. The pump worked for about a month until (B)(6) 2015. The pump was going to be removed on (B)(6) 2016. The patient had to take more oral pain pills when the pump was implanted. The medication was removed from the pump and at that time all the drug that was originally put in the pump was still in it. The pump was on and programmed to deliver drug. Before the drug was taken out the pump alarmed. The pump was defective. The patient was upset that she went through so much and had nothing to show for it. There had been no falls or trauma. It was noted the patient though she had a stroke on (B)(6) 2016, but it was a tremor from stress. Additional information was requested regarding what troubleshooting was performed related to the pump not working, what actions/interventions were done to resolve the issue, and the root cause of the issue.